Manufacturer narrative:
The event (medwatch form) was initially reported to the manufacturer from FDA. No specific serial number/lot number/manufacturing date were available.

Event description:
Device was explanted due to a pocket infection and septic shock. There was pus observed and the patient had a urinary tract infection, lung nodules and bad definition. Cultures were taken and tested positive for methicillin-sensitive staphylococcus aureus. This event is related to 2183787-2023-00076.

Manufacturer narrative:
D4: UDI is not available as lot number and serial number were not provided to trace applicable UDI.